Manufacturer narrative:
A spider was returned for analysis. The spider fx was fractured into two pieces. It should be noted the fracture face was flat/straight. One piece was only capture wire, no other components. The length of the wire was approximately 80 cm a loop of the capture wire was noted at approximately 20 cm from one of the capture wire ends and a sharp bend was noted approximately 72 cm from the same end of the wire. Stripping of the ptfe was observed at the areas of the loop and bend. The other segment of the spider fx included the filter assembly. The distal tip showed a bend to the coiled tip and the wire proximal the filter showed a bend at 5 and 7 cm from the distal tip. At approximately 19 cm from the tip of the spider fx, the distal tip of the hawk one was loaded on the wire. The total approximate length of the spider fx segment was 25 cm. The approximate length of the distal assembly attached to the spider fx was 6 cm. The wire was loaded through the guidewire lumen of the rotating tip. At the proximal end of the lumen, the gw tube showed the material flaring out. The guidewire tubing of the laser drilled coil segment was torn throughout the segment. Guidewire tubing was ripped out and protruding out from the assembly. The laser drilled coils were curved and bent at an approximately 90-degree angle. The structural integrity was compromised. The laser drilled coil segment was flexible at the area of the bend. The damage to the spider fx is consistent with a prolapse event. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone 67f, 7f sheath and 6.0 spider fx, to treat a moderate tortuous, calcified lesion in the proximal, mid and distal superficial femoral artery, with a 60-70% stenosis as per IFU. Vessel diameter 5-6 mm. It was reported the physician encountered resistance removing the hawkone, as a result the tip detached. The patient was sent to or, a vascular cut down was performed to remove the tip of the hawkone, and fractured spider fx .